Event description:
During a coronary stent procedure, the physician was unable to advanced the liberte' monorail stent delivery system on an unspecified steerable guide wire. The liberte' monorail stent delivery system and guide wire were removed as one without incident. No pt injuries or complications were reported.